Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: anterior knee pain and potential mid flexion instability - please find attached images of primary prostheses in-situ prior to removal today. Additional info: hospital has disposed of implants so unable to return, primary cement used unknown, was surgery time extended - irrelevant as revision surgery.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.